Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy procedure, after clamping the tissue, the handle could not be squeezed and the device would not fire. Another reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: (model#, catalog#, UDI), (PMA/510k) . If information is provided in the future, a supplemental report will be issued.